Event description:
It was reported the patient lost stimulation. Diagnostic testing revealed high impedance readings. Subsequently, the patient underwent surgical intervention, where the patient's lead was explanted and replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.